Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2017-00232. It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017, and the physician had some difficulty seating the electrode array. The physician removed the disposable device and opened a second disposable device. The physician received three unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy was performed and the physician noted "3 blunt perforations in the fundal position". The procedure was aborted. It is unknown if intervention was required. The patient was discharged home.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).